Manufacturer narrative:
The peritoneal inflammation occurred on an unspecified date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation which was manifested by stomachache. The cause of the event, treatment, patient hospitalization, patient outcome were not reported. Pd therapy was continued during the treatment. The reporter decline declined to provide additional information.